Event description:
On (B)(6) 2014, it was reported that the patient experienced a low blood glucose level of 1 mmol/l. The patient's diabetic nurse thinks the device delivered an inaccurate amount of insulin. The patient switched to a different device and his blood glucose level returned to normal. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).